Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:returned product consisted of a solent dista thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that the shaft was kinked 28 cm from the tip. Functional testing was performed by placing the device in the angiojet console. The spike line was connected to the saline supply and there was no leaking when opened up. Functional testing was started; however, there were no leaks still. The complaint device failed to prime and the ¿check saline¿ error was displayed on the console. The shaft was cut at the kink to look for damage and there was a crack revealed in the hypotube. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on january 22, 2018. An angiojet® solent¿ dista was selected for use. After spiking the saline bag, it was observed that the saline was leaking from the delivery tubing. Due to the leak, priming was not possible. The procedure was completed with another same device. No patient complications were reported. However, analysis of the returned device revealed a broken hypotube.